Manufacturer narrative:
Health impact grid updated.

Event description:
It was reported to philips that the device is not detecting the ECG leads. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.